Manufacturer narrative:
(B)(6). The complained device was not returned for evaluation. The site returned sterile product of the same lot. Six sterile full radius blade, 5.5mm dspl. Ep-1 devices were returned for evaluation of the reported complaint mode, ¿shedding, flaking.¿ one blade from the lot was evaluated for the cause of shedding. Blade exhibited some friction associated with a protrusion at the tip radius transition. A correction was initiated in august 2012 and requires all fabricated edge forms to be reworked in order to eliminate the protrusion at the tip radius, which is the cause of the problem. The returned assemblies/components were fabricated prior to the corrective action, which is currently in place. The return product did not go through the rework process because the blade components were already in stock and fabricated prior to implementation of the rework operation. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident was found to be a manufacturing issue that has since been addressed. No further investigation is necessary at this time. (B)(4).

Event description:
During an acl (anterior cruciate ligament) procedure it was reported that metal particles were coming off the blades into the patient's knee. The particles were removed with another shaver. There were no reported injuries or complications. A five minute delay was experienced.